Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported alarm and dso issue. The pump was received in excellent physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The event log showed evidence of the reported event. To further investigate the reported issue, a disposable cassette was attached for testing and it passed. The customer's problem could not be duplicated. Root cause is unknown. It was recommended that customer replace the dso sensor and uso for preventative measures. Customer was also advised to read and understand how to load a disposable cassette into the device. Incorrect loading of the cassette will always result in the reported error alarm. No further actions noted.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's downstream occlusion (dso) sensor rests at 1mv. The pump also alarmed cassette not attached properly. This issue occurred during testing and there was no patient involvement.